Event description:
Additional info received from the customer is the following: the pt was receiving gentamycin when the IV tubing separated from the subclavian catheter. The venous side of the catheter was clamped. The pt complained of shortness of breath and not feeling well and was treated as an air emboli. The clinician turned pt on their left side. At the hospital they were put in a hyperbaric chamber and was diagnosed with an air embolism. Pt seized in the chamber and became blind.